Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an increase of threshold and decrease of sensing. The lead was replaced. Patient conditions before and after intervention was fine.